Event description:
Ous MDR - after an implantation period of about 75 months, oversensing with inappropriate shocks was reported. A possible lead fracture was observed. The lead was capped and left in situ. The ICD was returned to biotronik for analysis. Patient is a male born in (B)(6). He often goes fishing.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the analysis results of the ICD and the returned data. Upon receipt, the ICD was interrogated, revealing the battery status bos, 16 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection revealed a ventricular pacing impedance of >3000¿ohm since (B)(6) 2015. Therefore the impedance measurement functions of the device were tested and proved to be fully functional. During the analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be as expected. An x-ray image of the distal part of the lead was provided and analyzed but did not indicate any anomalies. In a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the charging time was normal and as expected. In conclusion, the analysis of the device memory content revealed an increased right ventricular pacing impedance since (B)(6) 2015. During inspection of the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, during a thorough analysis of the ICD the device proved to be fully functional. There was no indication of a device malfunction.